Manufacturer narrative:
The user received an early sensor replacement alert on day 16 after sensor insertion. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor. B4. Date of this report:12 february 2024. D9. Device available for evaluation? Yes. G3. Date received by manufacturer: 19 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.